Manufacturer narrative:
(B)(6) follow up emdr for device evaluation. Three photos samples were provided to our quality team for investigation. Upon visual inspection of the phots, it was observed that the access tip was disconnected from drainage line therefore, the reported failure mode was confirmed. A device history record could not be performed as the lot number is unknown. Based on the quality team's investigation, the root cause of this failure is related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends h3 other text : see manufacturer narrative.

Event description:
The lockable access tip disconnected from the drainage line. The access tip was still stuck in the valve. This was then removed. No patient harm. 11may2020: response received regarding additional information: where is the catheter placed, chest or abdomen? The patient is laid out with ascites. Also abdomen. What method of suction was being used? Wall suction? Bottle? Another method? Patient was released from the clinic with the bag system attached. How was the access tip removed? The access tip could be removed normally with the hands.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The lockable access tip disconnected from the drainage line. The access tip was still stuck in the valve. This was then removed. No patient harm. On 11may2020: response received regarding additional information: where is the catheter placed, chest or abdomen? The patient is laid out with ascites. Also abdomen. What method of suction was being used? Wall suction? Bottle? Another method? Patient was released from the clinic with the bag system attached. How was the access tip removed? The access tip could be removed normally with the hands.